Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during lead implant there was an intrathecal puncture. Environmental/external/patient factors that may have led or contributed to the issue were difficult visualization of anatomical structures.  The physician preformed a blood patch procedure to prevent post procedure headache and csf leak. The issue was resolved. Hcp had no further information.